Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the patient experienced an unspecified issue with the device. The patient was working out at planet fitness and the cgm reading was 180 mg/dl. She normally keeps her blood sugar a little bit higher while working out cause she doesn't want to experience hypoglycemia. She suddenly felt "weird" and thought she might have the flu. She took a bg reading which was 597 mg/dl. She called an ambulance and at some point she lost consciousness. There was no additional information provided about the medical intervention or the treatment received. The patient reported that ¿there was something wrong with the device¿. Data was evaluated and the allegation was confirmed. The probable cause was determined to be sensor noise. No additional patient or event information is available.